Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, infection, recurrence, dyspareunia, bleeding, urinary and bowel problems, and erosion of her internal tissues. She was diagnosed with exposed mesh in the vagina and underwent a partial dissection of the exposed mesh on (B)(6) 2007. In 2010, the patient was treated for constant and sharp suprapubic pain, weak urinary stream, and incomplete bladder emptying. After examination, there was evidence of vaginal mesh extrusion and a removal of the exposed mesh was recommended. On (B)(6) 2010, she underwent her second partial dissection of mesh. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to cystocele and urinary stress incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal /vulvar burning, urinary frequency, leakage and urinary retention. (B)(4).

Event description:
It was reported that following insertion the patient experienced vaginal /vulvar burning, urinary frequency, leakage and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pelvic pain, incomplete bladder emptying, vaginal extrusion of mesh and a cystocele. It was reported that the patient underwent mesh excision of exposed mesh and revision of vaginal graft on (B)(6) 2007. The patient underwent paravaginal repair, cystoscopy, colpopexy and excision of vaginal mesh on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced difficulty with urinary incontinence, sensation of incomplete bladder emptying with slow and weak stream, voids at night, sensation of bladder fullness, and persistent suprapubic pressure and discomfort.

Event description:
It was reported that following insertion the patient experienced difficulty with urinary incontinence, sensation of incomplete bladder emptying with slow and weak stream, voids at night, sensation of bladder fullness, and persistent suprapubic pressure and discomfort.